Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were unresponsive. The reporter stated that the patient felt pump vibrating and noticed screen was blank, at which time the patient pressed buttons to get it to work and the pump showed 'locked' on the screen. The reporter replaced with new batteries and buttons are unresponsive. The reporter stated that when the pump dims and she presses the buttons, it wakes back up but does not respond when trying to get past the verification screen; the 'up', 'down', and ok buttons are not working at all. The reporter stated that there was no previous issue with buttons and the keypad is intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. The complaint of unresponsive keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately were functional. There was no evidence of contamination found under the key contacts. The pump case was opened and there was evidence of moisture contamination found inside of pump and on the keypad flex cable and connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.